Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips;meter is functioning properly; test strips did pass the performance testing. Most likely underlying root cause of malfunction: user's test strips had a poor fill. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition; on (B)(6) 2016 customer stated she was feeling better .customer spoke with her doctor who stated did not need additional medical attention. Customer checked her blood sugar and was 99mg/dl;customer is satisfied with the results.

Event description:
Customer complains of low results. Customer was feeling ill with symptoms as weakness,tiredness and stomach feels nervous;customer may seek medical attention. The customer's expected blood result is 115-130mg/dl fasting. Verified the strips expire 10/30/2017. Customer confirms the strips were first opened in (B)(6) 2016. Reviewed meter memory: (B)(4). Customer is concerned with all of the results in the meters memory. Customer called stating they are receiving low readings on their meter because on (B)(6) 2016 at 8:30am fasting the customer tested their glucose and received a result of 41mg/dl.